Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to the repair site for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: faulty turret motor and faulty high intensity motor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the front panel of the subject device flashed and became inoperable. The issue was discovered during an unspecified procedure. There were no reports of patient harm.